Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleged the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement of 457 mg/dl with associated symptoms of nausea, headache and polydipsia related to an occlusion issue with the insulin cartridge. Troubleshooting by animas customer technical support determined the patient was not using the insulin cartridge per the instructions for use. This complaint is being reported because the patient had a serious injury while on insulin pump therapy due to a training/misuse issue with the insulin cartridge.